Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had worn a pod for a day and a half the patient felt a burning pain and bleeding at the insertion site (leg) while administering a bolus. The patient had gone to the hospital where it was determined that the customer had a blood clot at the infusion site in which had released upon the bolus that was performed. No further information is available as to this event.